Event description:
A report was received that the patient was explanted due to infection at the ipg and lead sites. The patient's symptoms were redness and oozing from both incision sites, non-closure of lead incision site and low grade fever. The physician administered ancef IV antibiotics. The physician believes the patient's body rejected the implant and does not believe the infection was device or procedure related. The patient is reportedly doing well.

Event description:
A report was received that the patient was explanted due to infection at the ipg and lead sites. The patient's symptoms were redness and oozing from both incision sites, non-closure of lead incision site and low grade fever. The physician administered ancef IV antibiotics. The physician believes the patient's body rejected the implant and does not believe the infection was device or procedure related. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 14310490, description: next generation anchor kit-sterile. The ipg passed the visual inspection and performance tests. A review of the manufacturing documentation for the ipg, leads and clik anchor found that no anomalies or deviations potentially related to the event occurred during manufacturing. Visual inspection revealed the leads were cut approximately 3 inches from the proximal end. The damage to the leads was a result of the explant procedure and was not considered a failure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4) description: linear st lead, 50cm.